Event description:
Philips received a complaint from the service engineer, reporting that the v60 ventilator had internal tubing that was contaminated, and had "yellowish" grime. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips service engineer (se) noted that a preventative maintenace (pm) was required for the device. The se noted that during the evaluation of the device, it was noted that the internal tubing was contaminated, and had "yellowish" grime. The se noted that a tubing kit would be ordered. The se replaced the tubing kit to resolve the issue. The se noted that the device passed the performance verification testing, and the system meets the specification for the performed service and is returned to use.